Manufacturer narrative:
H6: investigation summary: bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for foreign matter with the incident lot was observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and the issue of foreign matter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported when using the bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes, the device experienced foreign matter in tube; biological and non-biological . The following information was provided by the initial reporter. The customer stated: our technical platform in vierzon has just informed me once again of a defect in edta tubes with the presence of excrescence inside the tube which put the haematology automatons at fault.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1004559. Medical device expiration date: 2021-04-30. Device manufacture date: 2021-01-04. Medical device lot #: 1022413. Medical device expiration date: 2022-0531. Device manufacture date: 2021-01-29 medical device lot #: 1029733. Medical device expiration date: 2022-05-31. Device manufacture date: 2021-01-29. Medical device lot #: 1033809. Medical device expiration date: 2022-06-30. Device manufacture date: 2021-0202. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes, the device experienced foreign matter in tube; biological and non-biological . The following information was provided by the initial reporter. The customer stated: our technical platform in vierzon has just informed me once again of a defect in edta tubes with the presence of excrescence inside the tube which put the haematology automatons at fault.